Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The pump was monitored and no unexpected restart alarm was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, broken battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is chipping away at the battery compartment and pieces of plastic are missing. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump also alarmed unexpected restart but customer does not want to troubleshoot for the alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.